Event description:
It was reported that this patient made call to technical services (ts), inquiring about the possible effects a magnet may have on their device and cell phone, with ts advising the patient about this subject. Additionally, the patient was advised about the functioning of their device and its expected battery longevity. During the call, the patient reported that they required a revision of their lead due to an unspecified issue but they did not clarify which lead. Information was received from the field and the lead with issues was this right ventricular (rv) lead, which suffers from high capture thresholds. The patient will continue to be monitored and this lead remains in service. No additional adverse patient effects were reported.